Manufacturer narrative:
During inspection and testing, service found there was no image from the device. A review of the device history record found no deviations that could have caused or contributed to there being no image from the device. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely there was no image due to a cable failure and the image flickered. However, a definitive root cause of the reported issue could not be identified. The cause of the cable failure could not be determined. The device's instruction manual provides the following warning, which may help to prevent the issue: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged". "Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged". "Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged". "Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged". "Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged". "Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged". Olympus will continue to monitor field performance for this device. In addition, the rear cover label was faded due to stress. Per the legal manufacturer, this device defect has no potential to cause or contribute to death or serious injury if the malfunction were to recur. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer made a request to send the subject device to an olympus service center for evaluation. The customer did not know why the device was being sent for evaluation but noted that the user had been preparing the device for use. During inspection and testing, service found there was no image from the device. This report is being submitted for the malfunction found during evaluation (no image). There was no harm or user injury reported due to the event.